Manufacturer narrative:
The fse stated that the flagged results were not considered erroneous by the customer. Instrument printouts were not available. The fse resolved the leak and the flagging issues by replacing the green choke valve in the vicinity of the differential mixing line. (B)(4).

Event description:
The customer reported obtaining r-flags on patient differential results and a contained leak involving the unicel dxh 800 coulter cellular analysis system. The customer approximated the leak to be a few drops. The customer was wearing personal protective equipment (ppe) consisting of gloves and laboratory coat. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.